Event description:
While pt was in the bed, the capacitor to the motor that controls the head of the bed caught fire. Fire was put out by security staff. The fire dept was called but fire was out when they arrived. No injuries occurred.